Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia and neurological dysfunction could not be conclusively established through this evaluation. The submitted controller event log file contained relevant events from (B)(6) 2024. No notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1, ¿introduction¿, also lists neurological events as adverse events that may be associated with the use of hm 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the medical center after an episode of amnesia, the patient was driving from one store to another but they did not remember getting to the second store. The patient was brought into the emergency department by family for evaluation. An electrocardiogram, a head computed tomography scan, lab work, and a neurological exam were performed and found to be within normal limits. Interrogation of the patient's implantable cardioverter defibrillator showed paroxysmal atrial fibrillation. No ventricular tachycardia was shown. The patient experienced shortness of breath and palpitations intermittently. An echocardiogram was performed and found to be unremarkable. The patient denied hearing any ventricular assist device (vad) alarms before, during, or after the episode. The patient was admitted for observation. A review of the log files revealed clusters of pulsatility index (pi) events.